Manufacturer narrative:
(B)(6).

Event description:
It was reported that an endobutton was used in an acl procedure. When the admin team were inputting the information they flagged up that the endobutton had a expiry date of october 2016. This had not been checked before it was used. Customer is investigating it as the staff should have checked. Customer wants to know if the risk is low of putting an out of date suture in. The procedure was completely and the suture remains in the patient.

Manufacturer narrative:
One (B)(4) continuous loop 15mm endobutton ultra reported on. The product was not returned for evaluation. The complaint stated: ¿an endobutton was used. When the admin team were inputting the information they flagged up that the endobutton had an expiry date of (B)(4) 2016. This had not been checked before it was used. We are investigating it as the staff should have checked.¿ the inadvertent situation is self-explanatory. We cannot support or provide safety advice surrounding the use of expired product. Product met specifications upon release to distribution.